Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent hip surgery on an unknown date. The liner had a plastic piece break off where the screw was to insert into the cup during trialing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A g7 prov hi-wall liner 36mm g was returned and evaluated against the complaint. Visual inspection of the provisional found the locking feature at the apex of the radius to be fractured. The fractured portion was not returned. The rim and the sidewall of the provisional is scratched and gouged. Condition of the device indicates the device functioned as intended during its potential field age of approximately 3 years. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.